Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample has been received for the evaluation. Upon visual inspection, detachment between tubing line and cross spike was detected. Therefore, the reported condition is confirmed. The reported issue will be confirmed as related to the manufacturing process. The root cause and the action plan will be documented through corrective and preventive action (CAPA).

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that feed was leaking at the spike.